Manufacturer narrative:
The product was not received for evaluation, a review of a photo provided was performed. The handpiece was visible in the background of the photo, but was blurry and not clear. The part number and serial number are not visible. The photo showed what appeared to be a white colored substance or particle on the tip of forceps. The substance/particle was small and even with enlargement of the photo no further details could be seen. The source and origin of the white substance on the tip of the forceps cannot be determined. We are unable to determine the root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable with the product performing within anticipated rates.

Event description:
The user facility in the united kingdom reported a foreign body that appeared in the anterior chamber when starting to use the phaco handpiece. The particle was expelled from the phaco tip before starting to phcao the lens. The procedure was immediately stopped and the doctor pressed on the main incision to allow the particle to egress out of the anterior chamber where it was then picked up with forceps. There was no patient impact.

Manufacturer narrative:
Medical device problem code 1 corrected.